Manufacturer narrative:
(B)(4). Insulin pump received with blank display, problem isolated to mother board. Unable to perform operating currents, self-test, unexpected restart error test and displacement test or verify unexpected restart alarm, low battery alarm, unable communicate to sensor simulator to verify lost sensor alarm due to blank display.

Event description:
Information received by medtronic indicated that the insulin pump error alarm. Customer reports they were able to clear the alarm. Customer able to complete rewind. Customer stated that they did not got any pump error alarm after the battery changed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.